Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-fj) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, an echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.